Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-06703. It was reported the patient's system was autoreducing and experienced ineffective therapy with their cervical system. Lead diagnostics indicated high impedances on the penta lead. Additionally, patient experienced pain at the ipg site. As a result, surgical intervention occurred wherein the lead and ipg was explanted and replaced to address the issue. Ipg was relocated to a new pocket site.